Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning properly, and the patient just bought a new purewick accessories replacement kit (pwkit03). The liberator representative performed troubleshooting steps and the purewick system was working normally. The liberator representative advised on wick prepping and placement. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up by liberator via phone on 21feb2022, it was stated that the customer was having suction issues with the purewick urine collection system. Per follow up by liberator via phone on 22feb2022, it was stated that the purewick urine collection system was not suctioning quickly and failed suction test. Per additional information from cardinal heath, it was reported that the purewick urine collection system had no suction. Per additional information received via sample form on (B)(6) 2022, the customer stated that the purewick urine collection system power diminished, which caused less suctioning and resulted in less urine was sucked into the canister therefore, the patient was not dry during the nighttime in bed. It was stated that it might be the reason for patient diagnosed with urinary tract infection and patient was prescribed with antibiotics. Medical intervention was reported.

Event description:
It was reported that the purewick urine collection system was not suctioning properly, and the patient just bought a new purewick accessories replacement kit (pwkit03). The liberator representative performed troubleshooting steps and the purewick system was working normally. The liberator representative advised on wick prepping and placement. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up by liberator via phone on 21feb2022, it was stated that the customer was having suction issues with the purewick urine collection system. Per follow up by liberator via phone on 22feb2022, it was stated that the purewick urine collection system was not suctioning quickly and failed suction test. Per additional information from cardinal heath, it was reported that the purewick urine collection system had no suction. Per additional information received via sample form on 16mar2022, the customer stated that the purewick urine collection system power diminished, which caused less suctioning and resulted in less urine was sucked into the canister therefore, the patient was not dry during the nighttime in bed. It was stated that it might be the reason for patient diagnosed with urinary tract infection and patient was prescribed with antibiotics. Medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed, as use related. A potential cause of failure is user does not follow instructions or is unaware that the canister is full. A bd purewick urine collection system, pump tubing, and external power cord were returned. No residue in pump tubing. While plugged in, there is light and sound indicative of the pump functioning. No residue present in enclosure. Urine residue present near pump in tubing. Residue on pcba. The device history record review was not required as the reported event is use related. The instructions for use were found adequate and state the following: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." The actual/suspected device was inspected.